Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was hurting more. It was stated that every so often the patient experienced a ¿twitching pain near¿ the ins site. The pain started a ¿few months back.¿ the pain was clarified as shocking or electrocution. Please refer to mfg. Report # 3004209178-2014-10014, as the patient has two implants and mentioned having pain that was clarified as shocking or electrocution.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).